Event description:
Two endeavor drug eluting stents were implanted during the index procedure in the lad. Approximately 39 months post index procedure, patient suffered cardiac arrest, though CPR was given to patient, spontaneous circulation did not return and patient was pronounced dead. Cause of death is unknown. Investigator assessed the event was not related to the study device or procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).